Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the patient¿s leads was explanted and replaced on (B)(6) 2021 resolving the issue.

Event description:
Related manufacturer report number: 3006705815-2021-06294. It was reported that the patient's leads migrated. As result, surgical intervention may take place on a later date. It is unknown if one or both of the leads migrated. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
Event date is an estimate.